Manufacturer narrative:
The balloon catheter was sent to pathology and may be available thereafter. Any additional information will be submitted within 30 days upon receipt.

Event description:
The procedure was elective, and the target lesion was of the 1st diagonal branch. The physician attempted to wire the vessel with an abbott whisper guidewire. During this step, the guidewire went sub-intimal. The physician pulled the guidewire back into the lumen and then tracked the balloon over the guidewire to the target vessel. However, the balloon catheter went in sub-intimal unknowingly (as it tracked the position of the guidewire). The balloon was inflated. Upon completion of dilatation/realizing the balloon catheter was not in the lumen, the physician attempted to withdraw the balloon catheter. However, the balloon catheter was stuck inside the vessel tissue (sub-intimal). Chest pain was experienced. The diagonal branch was calcified, and the physician believed the balloon catheter was trapped with the calcium. The physician did slight inflations while trying to move the balloon catheter. However, the balloon catheter would neither move forward or backwards; it remained stuck. Consequently, the patient was taken to surgery for removal of the balloon catheter. Follow-up regarding the patient's condition post-surgery was made, and was noted the patient did well.